Manufacturer narrative:
Additional information h6, h7, h9 and h11. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed a leak from the warmer connection luer connector. The reported condition was verified. The cause of the condition could not be determined. A batch review could not be conducted since the involved lot number was not known. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed at the connection of a prismaflex st150 set and a thermax blood warmer disposable during continuous renal replacement therapy. The volume of blood loss was not known. The set was replaced without the extracorporeal blood being returned to the patient. There was no report of medical intervention associated with this event. No additional information is available.